Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon removal from the package it was noted that a clear substance was flaking off the device. The device did not make patient contact. The procedure was then completed with a new sheath with out issue. No adverse events were reported.